Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for routine follow ups. Upon review of the transmissions, the physician noted that the right ventricular lead had a trend of steadily increasing capture threshold and pacing impedance over the course of one year. On (B)(6) 2021, the patient presented to the hospital for a scheduled pulse generator upgrade and lead revision procedure. The lead was then capped and replaced successfully on (B)(6) 2021. The patient did not experience any complications and was in stable condition.